Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol composix kugel (device 1). An additional emdr will be submitted to represent the bard/davol composix kugel (device 2). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia mesh (device 1). (B)(6) 2006 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia mesh (device 2). Ni/ni/ni - the patient had unspecified "injuries." As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 months post implant of composix kugel mesh, patient was diagnosed with hernia recurrence, adhesions and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. This supplemental emdr represents the mesh ¿ composix kugel (device #1). An additional supplemental emdr was submitted to represent the mesh ¿ composix kugel (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia mesh (device 1). (B)(6) 2006 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia mesh (device 2). (B)(6) - the patient had unspecified "injuries." As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6)2006 - patient was diagnosed with umbilical and incisional hernia thereby underwent open repair with the implant of composix kugel mesh (device #1). Per operative notes, ¿the hernia sac was dissected off the umbilical skin and multiple adhesions within the abdominal cavity were taken down. A composix kugel mesh (device #1) was placed and tacked to the anterior abdominal wall.¿ (B)(6)2006 - patient was diagnosed with recurrent incarcerated infraumbilical incisional hernia and adhesions thereby underwent open repair with the implant of composix kugel mesh (device #2) and removal of composix kugel mesh (device #1). Per operative notes, ¿hernia was identified and previously placed mesh (device #1) was removed. Then a composix kugel mesh (device #2) was placed intraabdominally and secured by sutures.¿ (B)(6)2015 - patient was diagnosed with small bowel obstruction and abdominal pain thereby underwent open repair. Per operative notes, ¿extensive lysis of adhesions was taken down from the bowel loops to the exposed composix kugel mesh (device #2) and small bowel segment was resected.¿ (B)(6)2017 - patient was diagnosed with infection and fistula thereby underwent open repair with removal of composix kugel mesh (device #2). Per operative notes, ¿previously placed composix kugel mesh (device #2) was completely dissected off from the abdominal wall and fractured portion of the stiffening ring of the mesh was identified. Central aspect of the mesh (device #2) was revealed the fistula underside of the mesh and multiple adhesions were freed up.¿ attorney alleged that the patient had adhesions, bowel obstruction, bowel removal, fistulae, infection, mesh migration, mesh shrinkage, other organ perforation, pain, hernia recurrence, ring break, ring perforation of intestinal mesentery and emotional injuries.

Event description:
The following was alleged by the patient's attorney: (B)(6)2006 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia mesh (device 1). (B)(6)2006 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia mesh (device 2). Ni/ni/ni - the patient had unspecified "injuries." As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6)2006 - patient was diagnosed with umbilical and incisional hernia thereby underwent open repair with the implant of composix kugel mesh (device #1). Per operative notes, ¿the hernia sac was dissected off the umbilical skin and multiple adhesions within the abdominal cavity were taken down. A composix kugel mesh (device #1) was placed and tacked to the anterior abdominal wall.¿ (B)(6)2006 - patient was diagnosed with recurrent incarcerated infraumbilical incisional hernia and adhesions thereby underwent open repair with the implant of composix kugel mesh (device #2) and removal of composix kugel mesh (device #1). Per operative notes, ¿hernia was identified and previously placed mesh (device #1) was removed. Then a composix kugel mesh (device #2) was placed intraabdominally and secured by sutures.¿ (B)(6)2015 - patient was diagnosed with small bowel obstruction and abdominal pain thereby underwent open repair. Per operative notes, ¿extensive lysis of adhesions was taken down from the bowel loops to the exposed composix kugel mesh (device #2) and small bowel segment was resected.¿ (B)(6)2017 - patient was diagnosed with infection and fistula thereby underwent open repair with removal of composix kugel mesh (device #2). Per operative notes, ¿previously placed composix kugel mesh (device #2) was completely dissected off from the abdominal wall and fractured portion of the stiffening ring of the mesh was identified. Central aspect of the mesh (device #2) was revealed the fistula underside of the mesh and multiple adhesions were freed up.¿ attorney alleged that the patient had adhesions, bowel obstruction, bowel removal, fistulae, infection, mesh migration, mesh shrinkage, other organ perforation, pain, hernia recurrence, ring break, ring perforation of intestinal mesentery and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum #1: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 months post implant of composix kugel mesh, patient was diagnosed with hernia recurrence, adhesions and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Addendum #2: this supplemental emdr is submitted to update the DHR results. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental emdr represents the mesh ¿ composix kugel (device #1). An additional supplemental emdr was submitted to represent the mesh ¿ composix kugel (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.